Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that a gradual increase in pace impedance measurements was noted when it comes to this right ventricular (rv) lead. The pacing thresholds were stable but high, no fracture was seen on fluoroscopy and no noise was recorded. Subsequently, a revision took place and it was noted that the pace impedance measurements were out of range. This rv lead was replaced and will not be returned.